Manufacturer narrative:
The reported issue that four lvp display boards were replaced for dim segment was confirmed on the returned display board assemblies. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a test fixture attached to a cad pcu and by running a basic infusion at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified the returned display board with dim segments. 4 out of 4 received lvp display board assemblies exhibited dim segments. The exact root cause of the customer¿s report that four lvp display boards were replaced for dim segment was not identified; however prior failure investigation identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review review of the s/n (B)(6) service history record showed the device had a manufacture date of 14jul2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 24nov2020 and indicated that this device has been previously returned (once) for service for repair to an issue not related to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that four lvp display boards were replaced for dim segment. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that lvp display boards were replaced for dim segment. There was no patient involvement.